Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: it was reported a proximal femoral nail anti-rotation blade penetrated caput and ended to acetabulum. Surgeon asked about similar circumstances. This is for an unknown part number and unknown lot number. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporter phone number: (B)(6). PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.